Event description:
A customer contacted global technical services (gts) regarding air in the patient line on the homechoice (hc) unit during initial drain. The technical service representative (tsr) advised the caregiver (cg) to end therapy and start over with new supplies. The tsr further assisted the cg with ending therapy early procedure. The cg confirmed therapy ended and the home patient (hp) would start over with new supplies. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of air in the line. This report was not confirmed in the lab due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter?s investigation, the root cause of the report could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). No further information is available. Should additional information become available, a follow up MDR will be sent.